Event description:
It was reported that the patient was explanted of her the vibrant soundbridge on (B)(6) 2013. According to information on the device explantation report, the patient hardly had any benefit with her device and was explanted due to a non-device related problem, i.e. The patient has tinnitus and minimal functional profit from the implant due to severe sensorineural hearing loss.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.